Event description:
Customer complaint - limited data available. Customer stated that the heating pad exploded on them while using it.

Event description:
Customer complaint - limited data available. Hello my name is (B)(6). Two years ago I brought your product, large mighty bliss heating pad. Two days ago I was using it and it exploded on me while I was using it. I was very upset and frightened because that could of went sour. I use heating pads for comfort since I had 7 back surgeries but I did not expect for it to do what it did to me I also have afib and any kind of shock could of been deadly! Could someone contact me with this matter please?